Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) verified the issue, with the station showing as disconnected. Cables and connections were checked. The customer informed that the station had been unplugged and reconnected but was unsure which data port was active. Using process of elimination, the correct port was identified. The cable was plugged in, the station restarted, and functionality was verified. The station was online and communicating successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es cysto 1 was not communicating and remote smart service shown offline. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.